Event description:
The hospital biomed reported the mx40 was not producing sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The hospital biomed reported the mx40 was not producing sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.